Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) (B)(6). "Robotic versus laparoscopic hepatectomy for liver malignancies (roc¿n¿roll): a single-centre, randomised, controlled, single-blinded clinical trial", 2024, www.thelancet.com vol 43 august 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study aimed to determine the effect of robotic hepatectomy compared to laparoscopic hepatectomy in patients who underwent minimally invasive hepatectomy for liver malignancies between (B)(6) 2022 and (B)(6) 2023. There were (B)(4) patients in the robotic group and (B)(4) patients in the laparoscopic group. In the laparoscopic group, hepatic transection was performed using a crush-clamping technique in combination with ligasure or a competitor device. Ligasure was not used in the robotic group. Postoperative complications in the laparoscopic group included: posthepatectomy hemorrhage, bile leak, surgical site infection. Surgical revision and percutaneous drain placement were reported. Article: robotic versus laparoscopic hepatectomy for liver malignancies (roc¿n¿roll): a single-centre, randomised, controlled, single-blinded clinical trial. Author: emrullah birgin published date: 4 june 2024 publication: elsevier ltd.